Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A unit was returned for evaluation of the failure. The unit returned was received inside of a plastic bag which is not the original package. The sample was submitted to leak test inspection. The leak test inspection was performed on the returned device using equipment manometer and the device presented leakage. Based on the leak test results, the reported nonconformance is confirmed. During returned sample analysis, it was observed that a resin line was embedded throughout a section of circuits ring. Additionally, the sample was tested under water to locate the leakage spot. As the confirmed leakage found is located exactly in the resin line embedded, a potential investigation line to follow as root cause, is the resin line embedded causing leakage failure. Based on the investigation findings, the most likely root cause is the use of the adult nozzle on the extrusion machine, which causes buildup of resin, due the larger design of the nozzle tip, generating embedded lines throughout sections of circuit rings, resulting in leakage failures. Action taken: containment actions were implemented after the manufacturer.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits leaked. The report indicated during the use of the product, the anesthesia device issued an air leak alarm. No patient injury.